Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer did not know the blood glucose reading. The customer stated that the insulin pump began cycling numbers after she pressed the up button, and a battery replacement did not resolve the issue. She stated that she did not know how it had occurred, but there appeared to be fluid under the display screen. She also noted that the device had been dropped in the past. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had intermittent buttons due to corroded keypad traces. No button error alarm during testing. No unexpected ramping numbers during testing. No moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. Insulin pump had cracked lcd window, cracked case at display window corners and cracked reservoir tube lip.